Event description:
As reported, the balloon on the swan-ganz catheter would not deflate on its own when testing, prior to putting in patient. There were no patient complications reported. Attempts to determine if the syringe was left attached to the gate valve during deflation were unsuccessful.

Manufacturer narrative:
One swan-ganz catheter was received with an attached monoject 1.5cc limited volume syringe. The introducer and contamination shield were not returned. The balloon inflated and maintained inflation for 5 minutes without leakage. The balloon latex did appear deteriorated: windows and webbings were observed on the inflated balloon, and the latex appeared soft and gummy. This condition did not appear to affect inflation or deflation. The balloon deflated in 2 seconds without a syringe attached, which is well within the allowable specification. The balloon failed to deflate fully with returned syringe attached. The IFU states the following: "passively deflate the balloon by removing the syringe from the gate valve". All through lumens were patent without any leakage or occlusion. No visible damage was observed on the catheter body or returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was not confirmed. The cause of the latex deterioration could not be determined; however, there was no evidence of a manufacturing nonconformance found during the evaluation. The cause of the complaint could not be conclusively determined; however, it appears that device handling may have contributed to the event reported. No actions will be taken at this time.